Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the mega suturecut needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was broken grip close cable at the distal idlers. The cable segment was sticking out at the instrument's wrist. No other damage was found. The idler pulley spun freely and did not exhibit any damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.